Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A medical science liaison reported on behalf of surgeon that placement of a micro-stent device was not in its ideal position. The cataract surgery took longer than usual due to it being a mature cataract. The lens was placed in the bag. The surgeon stated the 'blue' used appeared to stain the angle. There was significant corneal edema and corneal dryness due to the length of the cataract surgery. The micro-stent device initially went in with some resistance but he had more resistance when it was tapped into the final position. The surgeon had difficulty seeing the final position due to the corneal edema and dryness. On post op day one, the surgeon could see all three retention rings without using a gonio lens. It appeared that there was a strand of vitreous but the surgeon's visualization was not ideal due to the corneal edema. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of placement of the device was not in its ideal position, resistance when he tried to tap into the final position; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no indication of device failure. Possible root cause is that in this case, the surgeon's visibility of the device implantation site may have been impaired by the use of stain, as well as the corneal edema and dryness resulting form the prolonged procedure. Additionally, there is mention of the surgeon encountering resistance at the time of implant, then attempting to tap the device into place. Implantation procedures, which address these types of issues, are clearly specified in the product instructions for use. The manufacturer internal reference number is: (B)(4).